Event description:
Caller reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to replace the pump, which is still under warranty, and continue using the current pump as backup therapy. Technical support arranged for a replacement pump to be sent, provided instructions on putting the pump into storage mode, and instructed the caller to return the faulty pump to tandem using a pre-paid shipping label within 10 days. Caller was informed about transferring pump settings and connecting their cgm to the new pump, and acknowledged all instructions.